Manufacturer narrative:
The customer¿s report of channel disconnects was confirmed. Physical inspection showed the right iui connectors of pcu sn (B)(4) and pump module sn (B)(4) had some impact damage to a few ribs, and there was some corrosion around the edges of the pins. Pcu sn (B)(4) had corrosion of the right iui pins. Review of both pcu event logs confirmed several channel disconnect events; the pump module event logs recorded communication down or recorded no related information. When the modules were connected to pcu sn (B)(4) there were also occurrences of channel error 13-1033-149 which is known to occur when there is a continuity issue at interfaced iui connectors that is interfering with communication intermittently. Testing replicated the channel disconnect alarms but did not replicate the channel error code. The root cause for the channel disconnects is attributed to poor maintenance of the alaris system. The right iui connectors on the two pc units and the pump module were 8 years old and exhibited physical damage to isolation ribs along with contamination and corrosion on pins; this led to intermittent continuity issues at the associated interfaced iui connections.

Event description:
The customer reported that during primary infusions of propofol 1000mg/100ml, insulin, heparin 2500units/500ml and amiodarone, the pumps which had been in operation for several days, all alarmed with channel error/communication error and stopped infusing. No one bumped or touched the pumps prior to alarming. The nurse removed all of the pumps from the pcu and placed them onto a new pcu and was able to restart and continue to infuse the medications without further complications. There was no patient harm.

Manufacturer narrative:
The customer¿s report of channel disconnects was confirmed. Physical inspection showed the right iui connectors of pcu sn (B)(6) and pump module sn (B)(6) had some impact damage to a few ribs, and there was some corrosion around the edges of the pins. Pcu sn (B)(6) had corrosion of the right iui pins. Review of both pcu event logs confirmed several channel disconnect events; the pump module event logs recorded communication down or recorded no related information. When the modules were connected to pcu sn (B)(6) there were also occurrences of channel error 13-1033-149 which is known to occur when there is a continuity issue at interfaced iui connectors that is interfering with communication intermittently. Testing replicated the channel disconnect alarms but did not replicate the channel error code. The root cause for the channel disconnects is attributed to poor maintenance of the alaris system. The right iui connectors on the two pc units and the pump module were 8 years old and exhibited physical damage to isolation ribs along with contamination and corrosion on pins; this led to intermittent continuity issues at the associated interfaced iui connections.

Event description:
The customer reported that during primary infusions of propofol 1000mg/100ml, insulin, heparin 2500units/500ml and amiodarone, the pumps which had been in operation for several days, all alarmed with channel error/communication error and stopped infusing. No one bumped or touched the pumps prior to alarming. The nurse removed all of the pumps from the pcu and placed them onto a new pcu and was able to restart and continue to infuse the medications without further complications. There was no patient harm.